Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed, however the photos did not identify a specific product issue. Additionally, evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube underfilled during use. The following information was provided by the initial reporter: another 4.5ml sodium citrate tube from lot number 9036823 that has not filled appropriately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube underfilled during use. The following information was provided by the initial reporter: another 4.5ml sodium citrate tube from lot number: 9036823, that has not filled appropriately.